Event description:
It was reported that the fractured right ventricular (rv) lead had high impedances on the rv and superior vena cava (svc) coils which triggered a lead integrity alert (lia). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed analysis revealed the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Event description:
It was reported that the fractured right ventricular (rv) lead had high impedances on the rv and superior vena cava (svc) coils which triggered a lead integrity alert (lia). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2007; d314trg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.